Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was experiencing ineffective stimulation. X-rays were taken and showed the lead placed at the t9 vertebral level had migrated. Reprogramming was able to provide therapy which the patient was to assess for effectiveness. Follow-up information indicated surgical intervention was undertaken and the migrated lead was explanted and replaced. Reportedly, effective therapy was restored and the issue is resolved.